Event description:
It was reported that on (B)(6) 2023, the patient underwent a tka surgery. The ampoule was stored in the refrigerator (4) from the start of the surgery. During the surgery, about 20 to 30 minutes before using the cement, the ampoule was taken out from the refrigerator and placed in a room at room temperature. The surgeon applied nitrogen suction and start mixing the cement. The surgeon mixed the cement up and down the handle for about 15 seconds, and then mixed the cement by turning the handle up and down for up to 75 seconds. When the surgeon opened the lid of the mixing device, the cement was lumpy, so the surgeon put the lid back on and mixed it again. In the end, the cement was mixed as usual, so the surgeon used it as is. Normally, cement hardens in about 12-15 minutes, but this time it took about 18-20 minutes. The surgery was completed successfully with no surgical delay. The surgeon used cement in about 50 cases a year and was used to using it. The procedure in this surgery was the same as usual. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received "the ampoule was stored in the refrigerator (4) from the start of the surgery. During the surgery, about 20 to 30 minutes before using the cement, the ampoule was taken out from the refrigerator and placed in a room at room temperature. The surgeon applied nitrogen suction and start mixing the cement. The surgeon mixed the cement up and down the handle for about 15 seconds, and then mixed the cement by turning the handle up and down for up to 75 seconds. When the surgeon opened the lid of the mixing device, the cement was lumpy, so the surgeon put the lid back on and mixed it again. In the end, the cement was mixed as usual, so the surgeon used it as is. Normally, cement hardens in about 12-15 minutes, but this time it took about 18-20 minutes. The surgery was completed successfully with no surgical delay. The surgeon used cement in about 50 cases a year and was used to using it. The procedure in this surgery was the same as usual." A manufacturing record evaluation was performed for the finished device product code:3172050 , lot - 3952625 and no non-conformances / manufacturing irregularities were identified manufacturing date: 05 oct 2022 expiry date: 30 sep 2024 quantity: 678 product checked: retained samples. Required testing: tm-t150 cement setting time there is one non-conformance associated with this batch. On review of the applicable nc it has been identified that the nc would not have contributed to the complaint event. Lot: 3952625 extruded: 2 min 15s setting time: 12 min 14s (10 min 00s to 14 min 30s) the cement mixed and behaved as expected for the product type and met the appropriate control specification (ref ms-022 master specification for vacumix plus endurance bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3172050 lot number: 3952625, and no non-conformances manufacturing irregularities related to the malfunction were identified.

Event description:
Additional information was received and stated: was there any adverse consequences that affected the patient because of the reported event?: no".